Event description:
Patient underwent cystoscopy, ureteroscopy, laser lithotripsy, stone manipulation and attempted double j stent fluoroscopic monitoring. Stone engaged in basket and unable to extract device with stone in it. Basket disassembled and still unable to remove. Basket and filiform tip remained in patient. Patient had to return to the or for stone basket removal and stent placement.